Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported to philips that the device alarms "power failure". The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Update: dfm100 assy therapy s/n: rcb20100507 is returned for failure analysis. The problem "alarm "power failure" was verified in lab testing. The pca passed all tests and no failure found. The reported problem was determined to be due to a component failure. The root cause of the component failure could not be determined.

Event description:
Update: this report is based on information provided by philips local service team and has been investigated by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator monitor indication that the device alarms "power failure". It is unknown whether the device was in clinical use, however no harm was reported.